Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had poor image quality and the kilo volts were driving to maximum during a case. The procedure was completed with another system. No pt injury was reported.